Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00855 to provide additional information. The subject device has not been returned to olympus medical system corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. The device history record for the lot indicated no abnormality with the event-related items. Based on the similar cases in the past, the needle might be unable to retract into the sheath due to the large friction between the sheath and the needle after the sheath was buckled. The sheath might be buckled, because excessive load was applied to the sheath when the subject device was inserted into the endoscope, when it was taken out from the sterile package, or when it was checked before use. The instruction manual of the device has already warned as follows; when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a procedure regarding the gastroenterology, the ten nm-400u-0523's were used. It was reported that the needles could be extracted a little bit, but the needles could not be retracted into the sheath for all ten devices. The procedure was canceled. There was no patient injury reported. This report describes the tenth device.